Event description:
Customer reported she fell and thinks it was because the insulin pump is not functioning properly. Customer changed the battery and received a battery out limit alarms. Contacts are not missing or damaged the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap contacts and reinsert the battery; customer received a failed battery test. Blood glucose value was 80 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms were noted. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.